Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that almost all of the patient¿s leads had most of their contacts out and inadequate stimulation in her pain areas. The entire was subsequently revised.

Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that almost all of the patient¿s leads had most of their contacts out and inadequate stimulation in her pain areas. The entire was subsequently revised.